Event description:
This medwatch report (mw5090262) was filed on 10/03/2019. The patient reported that after 8 months with the implant, he had it explanted which he claimed caused tissue damage to his penis. The patient also claimed there was a device problem, reporting "an adverse event without identified device or use problem."

Manufacturer narrative:
No medical records or specific information was provided for the patient; therefore, no analysis could be completed. The patient was not disclosed; therefore, he could not be contacted to obtain additional information pertaining to the event. The device lot number was not provided; therefore, a device history record review could not be performed. The reportable criteria for this complaint was tissue damage after the implant was explanted and a device problem, namely "adverse event without identified device or use problem." The patient reported that prior to the implantation of the implant he had testicular cancer. Without more information it is difficult to ascertain the extent of his tissue damage from the cancer and if this could have impacted the reported event. Per the instructions for use, which was reviewed as part of the 510(k) process, contracture of fibrous tissue around the implant is an anticipated adverse event and complication. Additionally, all patients prior to implantation undergo a consent process, where they sign off on various risks and complications one-by-one, including: "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment." The explanted device was not returned and thus, could not be investigated to confirm the reported device problem.